Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming ext high peak, safety valve, circuit occlusion and low peep. The customer stated there was no patient involvement associated with this event.